Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted. Seventy-seven days post index procedure at a routine follow up appointment, the closure device was found embolized in the aorta via transesophageal echocardiography (tee). The patient was asymptomatic leading to this discovery. The closure device was snared from the patient the following day. The patient was stable following this event and was to be discharged home two days post procedure.